Manufacturer narrative:
The event occurred "around" (B)(6) 2022 or (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea and fever. The patient was treated with meropenem at the earlier stage of treatment. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of treatment. The cause, hospitalization and patient outcome were not reported. No additional information is available.